Manufacturer narrative:
The MFR evaluated the humidifier and confirmed the existence of a thermal opening (0.878" x 0.284") in the bottom enclosure of the device. The opening was found to be proximal to a thermal event originating on the printed circuit assembly (pca). The top enclosure of the device was not compromised; and thus, the operation of the associated continuous positive airway pressure device (CPAP) was not adversely affected by the event. Upon disassembling the humidifier, evidence was found of thermal damage to the circuit traces connecting j10, rv1, c13 and fuse f1 to the pca. There was evidence of smoke residue in the immediate area of the thermal event; and, white residue, which appears to be the remaining minerals from evaporated tap water, was found on both sides of the pca and the internal surfaces of the enclosure. Additionally, the pca was corroded on both the top and bottom surfaces. The associated CPAP device used with the heated humidifier was also returned to the MFR's service ctr. The device was found to be operational, but also exhibited evidence of fluid ingress. Because the CPAP device can be used without a heated humidifier, the MFR concludes that its involvement with the reported event was entirely passive and was the result of the misuse of the heated humidifier. The MFR concludes improper care and handling of the humidifier occurred, based on the evidence of fluid ingress found inside the device and on its pca. The MFR further concludes the humidifier was used improperly (with non-distilled h2o), based on the presence of the white residue found inside of the device's housing and on its pca. The use of non-distilled h2o, which can be both conductive and corrosive, is contrary to product labeling. Based on these findings, the MFR concludes that no further action is necessary. Method: historical review of affected complaint records.

Event description:
A durable medical equipment supplier (dme) reported to the manufacturer that an m-series ac heated humidifier was emitting a burning plastic odor and was visibly melted on the bottom. There was no report of patient or user injury or harm.